Event description:
Pt reported obtaining a blood pt result of 7.0 inr while using the suspect device. Pt stated that, 1 hr later, blood was retested in a lab with a result of 3.0 inr. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Qc testing was reportedly performed on the suspect device and the results were within the acceptable range. No product was returned to the MFR for evaluation.